Manufacturer narrative:
(B)(4) the investigation and product evaluated was complete. Black chemistry observed. The most likely underlying root cause of this malfunction was due to improper storage. The device was exposed to undesirable levels of humidity.

Event description:
Consumer complaint of low control results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-110mg/dl fasting. Verified the strips expire 08/25/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 1:116mg/dl (B)(6) 2015 07:30:00 am fasting:yes. 2:101mg/dl (B)(6) 2015 07:30:00 am fasting:yes. 3:96mg/dl (B)(6) 2015 07:30:00 am fasting:yes. 4:106mg/dl (B)(6) 2015 07:30:00 am fasting:yes. 5:110mg/dl (B)(6) 2015 07:30:00 am fasting:yes. The customer says that when he got the strips, the container was half open. Customer says the control test is out of range. Customer is not concerned with any of the results in the memory.

Manufacturer narrative:
(B)(4). Product returned, but evaluation is pending.

Event description:
Consumer complaint of low control results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 100-110mg/dl fasting. Verified the strips expire 08/25/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. The customer says that when he got the strips, the container was half open. Customer says the control test is out of range. Customer is not concerned with any of the results in the memory.